Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining four (4) erroneously high creatinine (cre) results generated from the au403-02 clinical chemistry analyzer. The erroneous results were reported out of the laboratory. However, the customer repeated and corrected the cre results, which upon repeat the results yielded lower values. Patient treatment was not impacted in this event.

Manufacturer narrative:
The customer indicated that bad creatinine calibration was performed prior to the event, which resulted in no sample material was being dispensed into the cuvette. A bec field service engineer (fse) was dispatched and examined the system, which did not observe any issues. The fse also performed routine maintenance and performance testing to troubleshoot the issue. The fse replaced the sample syringe and primed the system with di water. Qc resulted within specifications. The fse informed the customer to rerun all qc and bracket patient runs with qc to closely monitor cre results. No further issues were reported. Please note: this report was initially submitted on (B)(4) 2011; however the report number was inadvertently addressed in report numbering section, which caused an error message to be received from the electronic submission gateway (esg).